Event description:
It was reported that the ilet bionic pancreas displayed low battery warnings and failed to retain charge when the user attempted charging with a non-approved charger, while indication on the device suggested charging. No reported symptoms. Investigation included user education and in-use troubleshooting by instructing the user to allow the device to fully deplete and then recharge with the original ilet charger and power adapter in a different outlet. Investigation of this case revealed normal device function when charged with the approved ilet charger and power adapter, indicating use of an off-label charger as the likely contributor to the charging issue. It was concluded that the event was related to user technique and use of an unapproved accessory, and that the device operates as expected with the manufacturer-supplied charger.